Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that the stopper creeped out or there was a loose closure. The following information was provided by the initial reporter: customer reports that the caps are not staying on or have a loose fit and are leaking.

Manufacturer narrative:
D4. Medical device lot #: unknown, d4. Medical device expiration date: unknown, h4. Device manufacture date: unknown, h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that the stopper creeped out or there was a loose closure. The following information was provided by the initial reporter: customer reports that the caps are not staying on or have a loose fit and are leaking.